Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer for 3 months prior to the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The event is attributed to use error in reusing a single use device. The instructions for use indicate that the drain lines must be changed for each treatment to prevent potential contamination. Medical records were requested however they were not made available.

Event description:
A peritoneal dialysis (pd) patient reported that over a year ago he had been re-using liberty drain lines contributing to an incident of peritonitis. The peritonitis event resulted in his transition to hemodialysis. During follow up, the patient's pd nurse confirmed the peritonitis due to a breach in improper technique and the patient switched to hemodialysis. During follow up with the patient it was noted the peritonitis developed in (B)(6) of 2014. He could not remember the exact date of the diagnosis. He was hospitalized for one week and due to the infection his pd catheter was removed and he transitioned to hemodialysis. He reported he remembered reviewing instructions requiring all of the equipment of the set to be changed every time but decided against the practice due to cost concerns. He specifically drilled a hole in his bedroom wall to thread the drain to a commode which made changing the drain line difficult. He reported periodically dipping the drain line ends in "pure clorox bleach" to try to keep the lines clean. He acknowledged the peritonitis event was partially his fault. No samples were available for evaluation. Neither the nurse nor the patient could provide medical records of the incident.